Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal lioresal (baclofen) 500 mcg/ml at 40 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient missed a refill but went to the doctor on (B)(6) 2024 to have a refill. The company rep stated they refilled it and programmed it. Today, the patient stated her pump was alarming. Technical services confirmed they brought the patient in and silenced the non critical alarm on the home page to clear it. The issue was resolved. Additional information from the company representative indicated that the physician was the initial reporter. It was reported that the alarm that was being seen after the patient's refill was the normal low reservoir alarm (it was not silenced properly due to the new software). No troubleshooting was needed other than normal refill updating. Clinician programmer software version 2 was used at the time of the event.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new¿malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H7 and h9 corrected medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.